Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a bipolar lead impedance warning and polarity switch were noted on the right ventricular (rv) lead on the day the patient had an unrelated procedure. It was further reported that the rv lead exhibited high undefined bipolar impedance and low unipolar impedance. Possible oversensing was also noted. It was also reported that the right atrial (ra) lead exhibited over-sensing. It was further reported that reprogramming will be scheduled. The rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.